Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent placement procedure on (B)(6) 2013. According to the complainant, during the procedure, a 12cm duodenal stent was deployed between duodenal second portion and pylorus with no issue. Then the wallflex enteral duodenal stent 6cm stent was inserted in an attempt to deploy while overlapping the 12cm stent. The proximal flared part of the 6cm stent was going to be exposed to stomach. The physician deployed the 6cm stent under fluoroscopic control, however, the distal side of the stent did not fully expand. Therefore, the physician inserted the fiberscope within the stent and confirmed that the loop wire on the stent edge got tangled. The wallflex enteral duodenal stent 6cm stent was removed from the patient with a snare and another wallflex duodenal stent system 9cm stent was deployed overlapping the 12cm stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent placement procedure on (B)(4) 2013. According to the complainant, during the procedure, a 12 cm duodenal stent was deployed between duodenal second portion and pylorus with no issue. Then the wallflex enteral duodenal stent 6 cm stent was inserted in an attempt to deploy while overlapping the 12 cm stent. The proximal flared part of the 6 cm stent was going to be exposed to stomach. The physician deployed the 6 cm stent under fluoroscopic control, however, the distal side of the stent did not fully expand. Therefore, the physician inserted the fiberscope within the stent and confirmed that the loop wire on the stent edge got tangled. The wallflex enteral duodenal stent 6 cm stent was removed from the patient with a snare and another wallflex duodenal stent system 9 cm stent was deployed overlapping the 12 cm stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be good.

Manufacturer narrative:
The evaluation findings of stent wire tangled. The evaluation findings of stent failed to expand. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of returned stent revealed that two stent welds were broken at one end of the stent and the stent was kinked at approximately 25 mm from the other stent end. Only the stent was returned for analysis. No other issues were noted with the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.